Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the patient had the device removed and they left a partial lead implanted. The hcp said that their notes indicate that the device was removed due to "dysfunction of the spinal cord stimulator and the patient not improving from the therapy". The hcp did not have any additional information. No further complications were reported/anticipated.